Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop skin cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation issue related to a CPAP device's sound abatement foam. The patient alleged to develop skin cancer. Patient also alleged difficulty breathing/short of breath, breathing problems/ can't breathe, skin cancer, choking, kidney malfunctioning due to machine, stabbing pain in eyes, vomiting, headaches, asthma, nasal/throat irritation or soreness, wakes up tired, nausea, upper airway irritation, and not able to eat solid food due to not able to breathe. Doctors put her on a liquid diet. Patient had to visit the ER room for breathing issues. Patient is having issues with kidneys as well as states she has skin irritation. Was hospitalized with hypertension from the machine. Her quality of life has rapidly decreased. The above reported event is assessed as possibly related to the device in this case. Hence, the device may have cause or contribute to the alleged serious injury. The patient did not report to receive medical intervention repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 (health effect - clinical code) has been updated/corrected and (type of investigation,investigation findings, investigation conclusions) has been updated in this report.